Manufacturer narrative:
Reporter is company employee. A product investigation was conducted. Visual inspection: the 2.7 mm universal drill guide (p/n: 323.26, lot # 5135420) was returned and received. Upon visual inspection, it was observed that the teeth of the fixed side are broken and fragments are not returned. No other issues were identified with the returned components of the device. Service & repair evaluation: the customer reported the device was observed to have a missing piece during a routine incoming inspection of a loaner set. The repair technician reported the teeth of fixed side are broken off and missing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed the device received was broken and fragments were not returned. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the 2.7 mm universal drill guide (p/n: 323.26, lot # 5135420). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action was proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part #323.26, synthes lot # 5135420, supplier lot # na, release to warehouse date: 03 jan 2006, manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, a drill guide was observed to have a missing piece during a routine incoming inspection of a loaner set. There was no procedure and patient involvement. During visual inspection of the returned device, it was observed that the teeth of the fixed side are broken and fragments are not returned. This report is for one (1) 2.7mm universal drill guide. This is report 1 of 1 for complaint (B)(4).